Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image flickers because the connector cannot be secured properly due to a bad connection. The issue was fixed after the connector was replaced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center had a bad connection. It was noted the contact had to be kept in a certain position to get a stable image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.